Manufacturer narrative:
Concomitant medical products: 5867-3m adaptor implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are "having problems" with their implantable pulse generator (ipg) and are "having different things happening". It was further reported that there are ham radios that people are using in their apartment and thinks that they could be interfering with the ipg. The ipg remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported by the patient that they were "feeling some "shortness of breath" once in a while".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.